Manufacturer narrative:
Customer returned one broken and four unused vtb063025 from lot number 0000209057. Using microscope visually checked broken file. No visual manufacturing defects or markings noted. Approximately 2mm of the file was broken off. Using microscope visually checked unused files. No visual manufacturing defects or markings noted on files. Measured the files using tm-0061 on nikon 4 according to the specifications on 0170-sp-vtb063025-a. Unused files has been analyzed and was found in compliance with specifications. Root cause of breakage is unknown.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, a vortex blue rotary file broke during use. The event outcome is unknown as of this MDR evaluation.